Event description:
On (B)(6) 2011, pt reported the up and/or down buttons on the infusion device are not working properly. Pt stated she sometimes does not hear the infusion device beep or vibrate when programming her bolus. Pt reported she programs boluses under her clothing so she does not look at the infusion device to verify if her bolus delivers. Pt stated her hba1c used to be 6.5-6.8% and then it went up to 8.0%. Pt reported her last hba1c was down to 7.1%. Pt's target blood glucose level is 100 mg/dl. Pt stated when she experienced elevated blood glucose levels, she treats herself with the infusion device. Pt is currently using a competitor's infusion set. Pt reported when pressing the buttons during the call, both the up and down buttons popped back up after being pressed. Pt did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.